Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04540. The pt received two leads (with different lot numbers) on (B)(6) 2011. It was reported the pt had invalid contacts on one lead. The sjm rep had programmed the pt several times, but the issue had not resolved. An x-ray was performed, and the pt's lead was replaced on (B)(6) 2011. It was reported the issue was resolved with the surgical intervention.